Event description:
Philips received a report of a heating incident. A pt was scanned on an achieva mr system with the sense head coil. Blistering (2nd degree) was noted after the examination at the upper rear triceps area of the pt's left arm. The total size of the blisters is reported to be covering one and a half square inch.

Manufacturer narrative:
(B)(4). When the investigation is completed, a follow-up report will be sent to the FDA.